Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿controller malfunction¿ was not confirmed. The log file spanned approximately 43 days ((B)(6)2020 to (B)(6)2021 per the timestamp). Atypical power cable disconnect intermittently activated on (B)(6) 2020 at 06:02 and on (B)(6) 2021 from 06:28 to 17:06 due to a power cable fault on the white power cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed the hm2 system controller, serial (B)(6), was not returned for analysis. Per provided information, the patient did not report any more issues on the new controller. The serial number of the exchanged controller cannot be provided as the label was worn off. The exchanged device will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿controller malfunction¿ and worn off serial number label was not confirmed. The log file spanned approximately 43 days (03dec2020 to 14jan2021 per the timestamp). Atypical power cable disconnect intermittently activated on 06dec2020 at 06:02 and on (B)(6) 2021 from 06:28 to 17:06 due to a power cable fault on the white power cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed the hm2 system controller was not returned for analysis. Per provided information, the patient did not report any more issues on the new controller. The serial number of the exchanged controller cannot be provided as the label was worn off. The exchanged device will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the serial number of the controller could not be provided because it was worn off the side of the controller. The exchanged controller was being used as the patient's back-up controller.

Manufacturer narrative:
Previous driveline repair reported under MFR report number 2916596-2020-03303.

Event description:
It was reported that the patient had a low flow alarm and then a "controller malfunction." The patient changed the controller. The log file review displayed one transient low voltage alarm on (B)(6) 2021 due to normal battery depletion. The batteries were changed with fully charged batteries immediately after this event. The data showed 4 pump stops and 1 low speed advisory on (B)(6) 2021 with speeds dropped as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on batteries and may occur on unshielded pt. Cable/power module. The patient had a previous full length driveline repair performed on (B)(6) 2020 due to a ¿short to shield¿ driveline issue. There is not enough room for a second driveline repair attempt. The lab analysis performed on the returned perc lead did not reveal any insulation breaches that would have contributed to an electrical short which suggests possible internal wire damage farther up the driveline. The low flow alarms, pump stops and low speed advisories were presumed to be due to percutaneous lead damage. There have been no further alarms reported by the patient. The patient was at home and had no symptoms associated with the alarms. The patient was waiting for a transplant. The controller malfunction alarms resolved with the controller exchange. Manufacturer report number of pump: 2916596-2021-00755.